Event description:
The customer reported that 2 to 3 ml of diluent leaked from the coulter lh 500 hematology analyzer and onto the counter after replacing the diluent and priming the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found and replaced leaking tubing at pinch valve (pv52) to resolve the issue. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).